Event description:
Inguinal hernia/bulge in the abdominal wall/first noticed after doing sit-ups about 4 months earlier had bard surgical repair with mesh. Started having pain and on (B)(6) 2020 due to shooting and radiating pain in abdomen he had it removed at (B)(6) once removed doing great no issues.